Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to atrophy. The existing aus cuff was removed and a new 4.0 cm cuff was placed at the bulbous urethra using perineal approach. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.